Event description:
It was reported the patient had an abscess and possible infection at the lead incision site. Patient was prescribed oral antibiotics. A culture was taken and the results are pending. Patient is to follow-up with the physician as the next course of action.

Event description:
Additional information revealed that patient's abscess was drained by physician on (B)(6) 2018. Reportedly, abscess has since healed.